Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an audio issue. Customer¿s blood glucose level was 5.7 mmol/l at the time of incident. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Device alarmed hardware low level failures error during self test and device trace download confirmed hardware low level failures error problem isolated to the keypad. Device received with same audio tone when switching from volume due to hardware low level failures error.